Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to pocket infection. Additional information received indicates that the patient presented to the hospital with fever and was initially ruled out for subsequently demonstrated staphylococcus aureus and sepsis. The patient also complained of having issues with the incision healing, stitch abscess and purulent discharge from the site. The pocket was flushed with antibiotic solution. There were no additional adverse patient effects reported. The crt-p was explanted.